Event description:
It was reported to boston scientific corporation (bsc) that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(4) 2023. It was reported that the physicians were placing a peg tube endoscopically. As they pulled the peg tube through the stomach and abdominal wall, the peg tube went through the incision, resulting in an unsuccessful placement. A non-bsc clip was placed endoscopically to close the stoma site. No further information regarding this event has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
G2: medwatch reference number: 3302260000-2023-8013. H6: imdrf impact code f2301 captures the reportable event of additional device required (clip). Imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.